Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer allegedly received the following results, with two different meters, within 10 minutes: 142 mg/dl (aviva expert) and 46 mg/dl (aviva). The same test strip vial was used in both meters for obtaining the above results. The lot number was not provided by the reporter. No adverse event reported. The test strips have been discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.